Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: ddbb1d4 ICD implanted: (B)(6) 2015, 6935m55 lead implanted: (B)(6) 2015, 407652 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard random beeps coming from their controller. The patient isolated the issue to one battery that caused the beeping. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing. The battery did not experience a beeping event and was able to adequately provide power to a test controller. Log file analysis revealed that the controller in use during the reported event contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several momentary disconnections involving the battery. Momentary disconnections will result in an audible tone. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and battery. An internal investigation is evaluating momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.